Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq (B)(4). The device has not been previously sent into service for the reported condition of "depleted battery". Complaint no: (B)(4).

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of depleted battery was confirmed due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4),

Event description:
The facility reported a colleague infusion pump with a malfunction of depleted battery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.